Event description:
The event involved a customer allegation of a plum 360 device that alarmed for depleted battery and shut down by itself after 30 minutes of usage sometime between (B)(6) 2017. The device was programmed under emergency adult cca for a propofol infusion at an unknown rate, on an intubated patient who was diagnosed with pneumonia. The customer reported that the event was found while the device was alarming and that the patient began to wake up while being transported to the hospital. The patient required a bolus of propofol to be put back to sleep after a five to six minute delay in critical therapy. The customer also reported that the patient was very sick before and after the event and that there were no reports of any sequelae as a result of the event. Additionally, there were available replacement pumps at the time of the incident. The device was tested at the user facility and it was found that when the device was unplugged during delivery, it alarmed depleted battery for about 2 minutes before shutting down. After the device was re-plugged in, the unit rebooted and the device offered the option to continue with the same infusion. The device has been received and testing and investigation has been completed. The investigation found that the device problem was isolated to the battery which had reduced capacity to hold a charge as compared to a battery in good condition. Review of the log analysis revealed multiple "replace battery" alarms, after the device was powered on, since (B)(6). The device continued to be used on ac power. On (B)(6) the e437 "power off then on. Replace pump if alarm continues" alarm was noted three times as well as the "depleted battery" alarm. The e437 alarm causes the device to reboot. Additionally, a false "depleted battery" alarm was noted rather than the intended "replace battery" alarm due to a known software issue. The false "depleted battery" alarm results in the device shutting down when removed from ac power. The probable cause is attributable to poor care of the battery by not attending to repeated "replace battery" alarms which cause the battery to have a reduced capacity. This contributed to the manifestation of the known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.